Manufacturer narrative:
(B)(4). The pump has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
The pump was explanted due to an "infected pouch". No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.